Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited high capture thresholds for approximately four months since implant. The lead was successfully explanted and replaced on 03/23/18. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found damage sustained during the surgical procedure otherwise, normal lead function was noted.